Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl and baclofen and unknown concentrations and doses via an implantable infusion pump. The indication for use was non-malignant pain. It was reported that on an unknown date the patient had the pump/catheter replaced about 5 times because they just quit working. No symptoms were reported. No further complications have been reported as a result of this event.